Event description:
It was reported that the patient had a total joint replacement on (B)(6) 2010. On (B)(6) 2011 the patient had a revision surgery to implant a smaller joint due to the patient reporting pain.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The patient had 2 implants removed, see MDR 1032347-2011-00125.